Event description:
The physician attempted to deploy an endeavor sprint rx drug eluting stent. The target lesion had 80% stenosis, moderate calcification and the vessel tortuosity was moderate. The stent could not pass through the lesion and was withdrawn. It was subsequently noted that the device had been used post its labelled use before date. No patient complications were reported.

Manufacturer narrative:
Evaluation results: shelf life exceeded (device was used post its use before date). Failure to follow instructions (device was used beyond the date indicated on the label). No results available since no evaluation was performed (device not returned for evaluation). Evaluation conclusion: no device failure; user error contributed to the event (device was used beyond the date indicated on the label). (B)(4).

Manufacturer narrative:
Device has been relabelled and supplied to the hospital through an alternative non-approved source that is outside medtronic¿s control. Device used beyond approved ubd. (B)(4).

Event description:
Device evaluation: the device was returned for evaluation. The returned stent measured 12mm in length. The stent was positioned between the marker bands as per specifications. There was no damage evident on the stent. It was also noted that the use by date (ubd) on the device label was incorrect. Records at medtronic indicate that the use by date for this batch of endeavor sprint rx is 27-may-2012, however the outer box label of the returned device displayed a ubd of 27-may-2014. Also the stent length on the outer box label of the returned device (i.e. 15mm length) did not match the labels on record at medtronic (i.e. 12mm length). There was evidence that the original shelf carton label and foil pouch label were removed and a new label applied. The glue residue from the original labels was evident on both the shelf carton and the pouch of the product. The product size and expiry date were incorrect on both the outer box label and foil pouch label. The device appears to have been re-labelled and supplied to the hospital through an alternative non-approved source that is outside medtronic's control.